Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the lcd screen was found to be damaged. The device's system board and cpu board assembly would need to be replaced to address the issue. Determination made for device to be scrapped. Additionally, the rear enclosure was found to be cracked, which was not related to the reported malfunction.